Event description:
As reported, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.